Manufacturer narrative:
Vygon USA and vygon (B)(4) have been thoroughly investigating this complaint. This includes, but not limited to investigation of the raw materials and raw material development, the manufacturing process of the catheter and sterilization. There has been no change to any material or process. Vygon has conducted a series of tests against the nutriline product, including known skin preparation agents and cleaning solutions. There is a recognized reduction in tensile strength when agents containing alcohol come into contact with nutriline material. It is undetermined at this time if the product is non-conforming, or if the cause is a result of clinical use.

Manufacturer narrative:
The complaint investigation report for this issue is submitted outside of the thirty day timeframe. When the report was sent to the us complaint department it was misfiled, and the follow-up MDR was not triggered. This oversight was identified during a complaint file review. The results of the complaint investigation are as follows: this complaint is not confirmed. Examination of the faulty sample showed a leakage at the junction of the catheter with the fixation wing. Its proximal end was partly torn out of the fixation wing. As the disinfectant used contained alcohol, it is essential to let the disinfectant dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material (see warning in product's IFU). This is the second complaint for the product code concerning a catheter leakage. As we do not know the involved batch number we could not do further analysis. The catheter worked well for 5 days. Each catheter is leak- and flow-tested before packaging, so that we could exclude a production fault.

Event description:
Catheter broke at the connection where the hub and catheter connect. Catheter was removed and inspected for intact length of catheter making sure no pieces were left inside the pt. Peripheral IV was placed for access.